Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent undersensing on presenting electrogram (egm). Technical services (ts) reviewed the report and confirmed undersensing. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent undersensing on presenting electrogram (egm). Technical services (ts) reviewed the report and confirmed undersensing. This lead remains in service. No adverse patient effects were reported.